Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 65mm abdominal aortic aneurysm.  It was reported 2 days post the index procedure right limb thrombosis at the flow divider on the main body was observed. The physician performed an open thrombectomy and bilateral bare metal stents were placed at the proximal edge of the stent graft.  As per the physician the cause of the thrombosis was as a result of patients anatomy due to a long 60mm neck which caused limb competition at the flow divider.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 13-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.